Event description:
A (B)(6) y/o female pt that presented with an isolated fracture of left 6th rib, associated with severe pain. An open reduction and internal fixation was performed on this fracture using the kls martin rib fixation system. A single plate was used. The pt had an uncomplicated initial recovery and reported symptoms improvement. Approx two weeks later, she contacted the office reporting increased pain and cracking in the surgical area. She was seen in clinic and on chest x-ray the rib plate was obviously fractured with the two ends separating. Given her severe pain, we decided to re-operate and remove the plate fragments and replace with a different plate from a different MFR. This procedure was done on (B)(6) 2019. The plate and all screws were explanted and sent to pathology for gross examination. I notified the kls rep (B)(6), who mentioned the MFR would want to do an analysis on the plates.